Event description:
The device was reported to have turned off one time while monitoring and connected to an ac power.

Manufacturer narrative:
The customer indicated that the device would be returned. As of the date of this report, the device has not been received by masinmo to allow for an analysis to be performed. If the product is returned for evaluation or new info is obtained, a follow up report will be submitted.